Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 70°, high definition, autoclavable had a broken light guide. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation and the evaluation found a broken light guide connector, and poor lighting due to a broken light guide. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the phenomena occurred to wear and tear due to the age of the investigated device as well as excessive force. Also, less light was emitted due to the refracted light fibers. Olympus will continue to monitor field performance for this device.